Event description:
Patient prepped and draped for a lap chole. First port inserted. Patient was being positioned in reverse trendelenburg when the bed began to fold in the middle with the head of the bed raising. Anesthesia immediately stopped pressing the bed control. The bed continued to raise the head from the middle pinning the patients legs, also contributing to pinning her legs was the foot board, and tilting patient to the left. Bed unplugged however, the bed did not stop until head was elevated to the max. Airway maintained and patient transferred to floor bed. Surgery cancelled. Manufacturer response for steris or bed, (brand not provided) (per site reporter: MFR came out to review equipment.